Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Reportedly, there were no complications and the reported issue was resolved.

Event description:
It was reported the patient's scs controller (pc) was displaying the message ¿replace generator. The generator has reached its end of service.¿ it was undetermined if the ipg's battery had depleted prematurely. No further information was available at this time.